Event description:
The reported event was from an observational study for a femoral popliteal bypass surgery (fem-pop) with a flared-end graft. The patient underwent bypass procedure in the right and left lower legs for arteriosclerosis obliterans. Postoperatively, graft infection and graft occlusion were found in the right lower leg. The patient rec'd medication for graft infection. Re-do operation was performed and the graft was explanted. The patient has recovered.

Manufacturer narrative:
The reported event was from an observational study for a fem-pop bypass with a flared-end graft. A device history record review was performed and the device was found to have met all specifications. The sterilization records were reviewed and there were no deviations found during the process. Review of complaints does not show any similar reports related to a device failure. The report stated that the physician did not believe that the event was related to the product. The other reports related to the observational study are: 1219977-2014-00055, 00056, 00057, 00058, 00060, 00061, 00062, 00064, 00070, 00074, 00077, 00098.